Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had elevated threshold that was noted during a device interrogation that was ordered when patient was having a peripheral angiogram and heart rate was noted to be low. During interrogation, it was observed settings were aair. The right ventricular lead was capped and replaced the next day on (B)(6) 2019 without incident. The patient tolerated the procedure well and was stable post-procedure.